Event description:
Customer reported that the insulin pump keeps going blank and is now alarming battery out limit. Customer mentioned noticing corrosion near the battery cap. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.